Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, a thorough evaluation of the lead was performed. Testing was completed to assess lead electrical performance and inner insulation integrity. Measurements throughout these tests were within normal limits. Visual inspection found that the ID tag was cracked and showed signs of movement. Product investigation concluded that the cracked ID tag seen on this device did not lead to the field allegations. This product was manufactured prior to implementation of the UDI regulation and as a result, the complete UDI is not available. Applicable product data has been included in this report.

Event description:
It was reported that this implantable cardioverter defibrillator (ICD) system exhibited oversensing on both the atrial and ventricular channels. Boston scientific technical services (ts) was consulted and discussed with the health care professional (hcp) that this ICD is oversensing signals from a non boston scientific implantable device this patient has. It was also noted these signals were oversensed by the device during a ventricular tachycardia (vt) event this patient experienced. The device successfully delivered an electric shock and converted the rhythm. No adverse patient effects were reported. At this time, this device system remains in service. Further information was received that this device system was explanted. No additional adverse patient effects were reported. This product has been received for analysis.

Manufacturer narrative:
The local area sales representative was contacted for additional information regarding reason for explant. At this time, no further information is available. Should additional information become available this report will be updated.

Event description:
It was reported that this implantable cardioverter defibrillator (ICD) system exhibited oversensing on both the atrial and ventricular channels. Boston scientific technical services (ts) was consulted and discussed with the health care professional (hcp) that this ICD is oversensing signals from a non boston scientific implantable device this patient has. It was also noted these signals were oversensed by the device during a ventricular tachycardia (vt) event this patient experienced. The device successfully delivered an electric shock and converted the rhythm. No adverse patient effects were reported. At this time, this device system remains in service. Further information was received that this device system was explanted. No additional adverse patient effects were reported. This product has been received for analysis.